Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blood blisters under the electrodes. Patient advised the blisters would break open and bleed. There was no alleged device malfunction contributing to the irritation. The patient contacted his physician regarding the skin irritation, but there is no indication that the patients doctor made any recommendations. The outcome of the rash is unknown as follow up attempts were unsuccessful.